Event description:
It was reported that the patient had an infection at the cervical incision site. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
B3: event date is estimated.